Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor performed continuity resistance test and the sensor passed per specification however, performed the bicarbonate buffer test and the sensor failed with high readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the sensor readings were inaccurate and were triggering the threshold suspend feature on the insulin pump when blood glucose wasn't low. Customer's blood glucose was 160 mg/dl and sensor reading was 40 mg/dl. Troubleshooting was performed. The customer was advised to remove and replace the sensor however, customer stated will try to reset the sensor. If it does not work customer will replace the sensor.